Event description:
The unit was returned for preventative maintenance with no problems identified. The unit had not been serviced by respironics since 2000. During the repair eval it was discovered that the unit's audible alarm was not functioning. The display and power boards had become loose and were reseated to correct the problem. There was no pt involvement or reported harm.